Event description:
The customer reported that the battery will not charge over 8 volt. The customer reported that the unit was not in use on patient. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer contacted product support and wants to know if the battery is under warranty. Product support advised the customer that the unit and battery are both out of warranty. Product support offered assistance with whatever issue the unit has, and the customer declined stating they simply needed warranty status. The customer is responsible for all repairs and will call back only if further assistance is needed. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found.